Manufacturer narrative:
(B)(4). The device is expected to be explanted and returned for testing. This product issue will be updated when additional information is received.

Event description:
Boston scientific received information that device had declared end of life (eol) and two months ago the longevity remaining was two years. No programming changes had been performed. Ventricular output was programmed 4.0v @ 0.8ms due to high thresholds. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. The device was at the upper end of the 1st current bin range when elective replacement time (ert) was set. Laboratory analysis determined that the device declared ert in the 2nd current bin nineteen days later. The longevity changes were due to the small fluctuations in lead impedance measurements and/or the bin mismatch between the programmer and the device when the calculated current is near a bin boundary. Due to the device not meeting minimum longevity requirements in the 2nd current bin the pg case was removed. All current drains measured were within specification. No high current drain was found. The cause of the premature battery depletion is unknown.

Manufacturer narrative:
(B)(4). The device was explanted and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.